Manufacturer narrative:
Results: the velocity was fractured approximately 46.5 cm from the hub. Bends were present approximately 147.0 cm, 150.0 cm and 153.0 cm from the hub. Conclusion: evaluation of the returned velocity confirmed a fracture. This type of damage typically occurs if the device is forcefully manipulated against resistance. The root cause of the fracture could not be determined. Further evaluation revealed bends along the distal shaft. These damages were likely a result of being snared during removal from the patient after the fracture occurred. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the anterior cerebral artery using a velocity delivery microcatheter (velocity). During the procedure, after making an initial pass using a velocity with a neuron max 6f 088 long sheath (neuron max) and a non-penumbra stent retriever, the physician retracted the velocity and found the mid shaft to be broken into two parts. Therefore, the physician used a snare device to remove the broken velocity. The procedure was completed using a new penumbra system 3max reperfusion catheter (3maxc) with the same sheath and the same stent retriever. There was no report of an adverse effect to the patient.